Event description:
It was reported that bd ultra-fine¿ insulin syringe barrel was cracked. This occurred on 19 occasions before use. The following information was provided by the initial reporter: the barrel was cracked. Lot# of actual sample is unknown. Lot# of 4 reference samples are unknown. Lot# of 7 reference samples are 8169625. Lot# of 7 reference samples are 8225893.

Manufacturer narrative:
Investigation: customer returned (19) 29g x 12.7mm, 0.3ml bd insulin syringes: (7) from a sealed polybag from lot 8169625, (7) from a sealed polybag from lot 8225893, and (5) loose samples from an unknown lot number. The consumer reported the barrel was cracked. All 20 returned samples were examined and the following was observed: - 1 sample with an unknown lot number with a cracked barrel - 1 sample with an unknown lot number with a with a damaged/scratched barrel - no manufacturing defects were observed on the samples from sealed polybags confirmed: bd was able to duplicate or confirm the customer¿s indicated failure a review of the device history record was completed for batch# 8169625. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8225893. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined as no batch number was provided for the loose syringes.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Medical device lot #: 8169625; medical device expiration date: 2023-07-31; device manufacture date: 2018-06-18. Medical device lot #: 8225893; medical device expiration date: 2023-08-31; device manufacture date: 2018-08-13. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe barrel was cracked. This occurred on 19 occasions before use. The following information was provided by the initial reporter: the barrel was cracked. Lot# of actual sample is unknown. Lot# of 4 reference samples are unknown. Lot# of 7 reference samples are 8169625. Lot# of 7 reference samples are 8225893.